Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know what the foreign material is. It¿s unknown if there was a delay in the start of precleaning. It¿s unknown if there were any abnormalities in the accessories used for reprocessing. It¿s unknown if the customer flushed the air/water nozzle with water and air. It¿s unknown if the endoscope was immersed in the detergent solution. It¿s unknown if the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. It¿s unknown if the air/water nozzle was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was silicic acid and was originated medical agent such as lens cleaner or tap water. However, origin of the material, nor the cause of the material that remained in the device, could be identified/determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope. [Inspection of the endoscope]. - inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to clogging of the nozzle, air and water supply volume did not meet the standard value; due to clogging of the nozzle, water removal ability did not meet the standard value; due to the wear of the angle wire, bending angles in the up direction did not meet the standard value; due to the wear of the angle wire, the play of the up/down knob was out of the standard value; the adhesive on the distal sheath was cracked with a chip and a white-clouded area; the adhesive around the objective lens was peeled; the light guide lens was dirty; the adhesive around the light guide lens had a white-clouded area; the plastic distal end cover was dirty; switch 1 had a scratch; the universal cord coating was peeled; and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that on (B)(6) 2023, the evis lucera elite gastrointestinal videoscope had failed to supply air and water from the flow system. This event was not reportable. There were no reports of patient harm associated with this event. The device was returned for evaluation, and a patient adverse event (pae) reportable malfunction was identified. The aware date for the pae that was identified was (B)(6) 2023. During the evaluation of the device, it was noted that the nozzle was clogged with foreign objects. The foreign object remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of a foreign object in the nozzle noted at estimation.